Event description:
Pt was undergoing an interventional procedure due to peripheral vascular disease. At the end of the procedure, when removing the sheath, it broke. Pt had to go to the operating room for removal of retained piece of device.